Manufacturer narrative:
(B)(4). Investigation summary the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. Four remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking, and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid these kind of issues, please do not reuse, reprocess or re-sterilize device. Reuse, reprocessing or re-sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness, or death. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequence related to this event? If yes, please describe.

Event description:
It was reported that during a laparoscopic cholecystectomy, while using the ligamax, five clips were not closing sufficiently to cause ligation of the cystic artery. This caused a time delay and the use of multiple clips. A new unit was opened and found to work well. They were both from the same batch. Patient consequence was not reported.